Event description:
A female consumer reported that when she went to remove a tampon, after only four hours, the tampon string broke and the tampon was stuck inside of her. Consumer stated that she was unable to remove the tampon herself and had to go to the emergency room to have it removed. She reported that on (B)(6) 2020, the tampon was removed with forceps and the doctor said that the tampon was stuck due to the string breaking. No medication or treatment was prescribed and no follow up visit was required. The consumer stated that she took advil and was healing. The consumer identified the product as playtex sport, specific product information was not provided. Several attempts have been made for product information and return of remaining product.